Event description:
Contacted manufacturer on 10-5-2005 regarding sterilization instructions for tum-e-vac easy-glide cat#2132 from ethox corp. This product is a gasteric lavage tube. Reply was that ethox does not have a sterilization process validated for the lavage tube. Faxed me a letter and this is a copy of the information given to me. Ethox does not have a sterilization process validated for our gastric lavage tube p/n 2132. We market and sell this gastric lavage tube as part of the emergency protocol for a stomach content evacuation process. This was the last communication I have received from ethox. I need to have specific instructions for sterilization.